Manufacturer narrative:
Codes related to bleeding were redacted. Post-operative bleeding is reported under MFR # 2916596-2021-01097. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the start date of the infection was (B)(6)020.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2020 with fevers and cough and was found to have an lvad infection. Blood cultures showed methicillin-sensitive staphylococcus aureus, a computed tomography chest on (B)(6) 2020 showed multifocal fluid collections surrounding the inflow cannula, the outflow cannula with scattered locales of gas consistent with device infection. On (B)(6) 2020 subject underwent midsternal abscess debridement, he continued to have fevers with negative blood cultures. The patient underwent a heartmate 2 pump exchange via the left subcostal approach on (B)(6) 2021. On (B)(6) 2021, the patient was taken to the operating room again for wash out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient had a pump exchange on (B)(6) 2021, due to the infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for fever, cough, nausea, and vomiting. They were found to have methicillin-susceptible staphylococcus aureus bacteremia. There was suspicion of a driveline infection or lower lobe pulmonary amyloidosis given the patient was presenting symptoms of a cough. There was no drainage from the driveline exit site but the area around the exit site was tender. The patient was prescribed oral antibiotics.